Manufacturer narrative:
On 03/18/2010: this event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
During a f/u, pt complained about breathlessness. Device interrogation showed that device was programmed in ddd mode, whereas at previous f/u, the device was programmed in dddr.